Manufacturer narrative:
(B)(4). A needle that was broken in the body was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle. To avoid damaging needle point and swage area, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2013 and suture was used. During knotted suturing at the subcutaneous tissue, the needle broke at the middle of the body. The needle piece was retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.